Manufacturer narrative:
Evaluation narrative - a service replacement powermax elite motor drive unit, part number 72200616s was received on march 04, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and identified a stalled motor and gearbox assembly and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. The motor and gearbox could not be removed from the housing due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about august of 2014 and reissued as a service replacement on november 5, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. Device is reusable. Device returned for evaluation on 4 mar. 2016. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure the hand control was overheating and making an "awkward noise". A backup device was available to complete the procedure. No patient injury or complications were reported.